Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 48 mg/dl at the time of incident. The customer¿s current blood glucose value was 90 mg/dl. The customer did not experienced any symptoms of low blood glucose value. The customer treated low blood glucose value with food and glucose tablets. Customer reports auto mode was not active during the time of incident. Customer had been using insulin pump within 48 hours of reported low blood glucose event. Trouble shooting was performed. No further complications were reported. Customer will continue use of the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.